Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported the patient with this pacemaker experienced fast heartbeat of one hundred sixteen and health care professional (hcp) was wondering if patient was in atrial fibrillation. The patient was then referred to the physician. Additional information received from the field representative indicated that this patient has experienced atrial fibrillation with an irregular ventricular response and had undergone a transesophageal echocardiogram (tee) procedure and cardioverted successfully after the procedure. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported the patient with this pacemaker experienced fast heartbeat of one hundred sixteen and health care professional (hcp) was wondering if patient was in atrial fibrillation. The patient was then referred to the physician. Additional information received from the field representative indicated that this patient has experienced atrial fibrillation with an irregular ventricular response and had undergone a transesophageal echocardiogram (tee) procedure and cardioverted successfully after the procedure. This device was explanted and replaced with the same model. No additional adverse patient effects were reported.